Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour next one meter was tested with the in-house contour next test strips from lot # 0bpeb03a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that she was in the hospital. It is unknown if the customer was hospitalized for the event associated with her diabetes. The customer stated that she obtained blood glucose readings of 26 mg/dl and 30 mg/dl on the contour next one meter. The readings were compared with the clinic's meter, which gave results of 125 mg/dl and 85 mg/dl respectively. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.